Manufacturer narrative:
Sections d1, d2a, d2b, d4, g4 and section g1 were updated. The last two calibrations were performed on (B)(6) 2023 and (B)(6) 2023 and they were acceptable with no alarms. Qc recovery was acceptable with no indication of a performance issue with the reagent. The instrument performance was verified and the issue was resolved. The cause of the event could not be determined. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 2 patients' serum samples tested with creatinine gen. 2 (crep2) assay on a cobas 8000 c702 analyzer when compared to different analyzers at the same facility. Sample 1: initial result: 13.92 mg/dl. Repeat result: 1.0 mg/dl. Sample 2 was tested on (B)(6) 2023: initial result: 4.8 mg/dl. Repeat result: 1.02 mg/dl. The results were questioned by the physician and, therefore, the samples were repeated. The repeat results were deemed to be correct.

Manufacturer narrative:
The cobas 8000 c702 analyzer serial number was (B)(6). Qc was performed on the day of the event and it was acceptable. The customer performed precision studies and qc and they both were within specifications. A performance check was done and the instrument performed within specifications. Investigation is ongoing.